Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire near the jaw of the fenestrated bipolar forceps instrument broke. The surgeon was unable to move the jaw of the instrument and utilized another instrument to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.